Event description:
It was reported that on an unknown date in 2021, the tip for dhs impactor was broken. A fragment was generated and was easily removed without additional intervention. There was a surgical delay of two (2) minutes. The procedure was successfully completed. There was no patient consequence. This report is for one (1) tip for dhs®/dcs® impactor (338.28). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Service and repair evaluation: the customer reported the 338.26, tip for dhs/dcs impactor (338.28), lot#: h786340, dhs impactor cap is broken. The repair technician reported, the handle of impactor is damaged broken and pieces are missing. Handle cracked/broken is the reason for repair. The item is not repairable, per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. H4 device history: part #: 338.26, synthes lot #: h786340, supplier lot #: h786340, release to warehouse date: 10/15/2019, supplier: (B)(4). No ncrs were generated, during production. Review of the device history record(s) showed, that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.